Event description:
It was reported that during a hiatoplasty/ gastroplasty of the esophagus surgery at the end of the process, one part of the jaw broke preventing the use of device. The piece was found in the o.r. - nothing fell into the patient. No patient consequences reported. One device will be returning.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown. The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a valid batch number or lot number so therefore we were unable to review the manufacturing records